Event description:
Pt had laser used on them for refractive surgery in 2000. They started seeing halo afterwards almost immediately. They had retina tears with pain in the eyes. The laser was supposed to be used for people with - 12 to -14 diopters while theirs was -16.5 diopters.